Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher two times. The last repair was (B)(6) 2013 where it was reported that the device was being sent in for standard repair and the roller, worn bushings, worn side plates, and damaged comb were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on january 18, 1993, and is over 23 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 15, 2016 revealed minor nicks and scratches to the ratchet head and handle. It did not ratchet properly. Minor wear was noted to the mesher handle. The comb was bent on the right hand side. Wear was noted to the roller gear. The latching pins engaged as intended. A test mesh was not performed due to the condition of the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, ratchet gear, case latch, pin and spring. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device tore the skin graft¿ was confirmed since during the initial inspection it was noted that the comb was bent on the right hand side. The damaged comb would not allow the skin graft to properly progress through the mesher. The root cause of the reported event could be specifically determined, and is related to an issue with the damaged comb. However, based on the information that was provided, the root cause of the damaged comb could not be specifically determined. The IFU provides guidance on how to properly install and remove the cutter as to not damage the comb. ¿holding the cutter on both ends, place cutter (e) horizontally on top of the comb with the drive gears aligned. Assure the cutter drops into place by pressing down on the comb once or twice. Assure the cutter remains horizontal during installation.¿ and ¿to remove the cutter, hold on both ends and lift out of mesher. Assure the cutter remains horizontal during disassembly.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device tore the skin graft. No patient involvement. No adverse events have been reported as a result of the malfunction.